Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that difficulty was encountered while attempting to implant an impella cp pump for patient support. After initially being unable to advance the pump due to the patient's tortuous anatomy, a 14 fr long introducer was placed and the pump was re-inserted. During this second attempt, resistance was met as the pump was advancing through the sheath due to a kink in the introducer. Despite the noted issue, the pump was able to advance into the left ventricle. It was noted that the arteriotomy experienced persistent oozing following the implant for which the sutures were adjusted, manual pressure was held, and epi/lido was injected. Support was maintained with the implanted pump.

Manufacturer narrative:
Pump was not returned for investigation. Clinical details mention imaging was used for impella advancement and the patient had tortuous vessels. Difficulty was experienced while getting impella through the sheath due to a sheath kink which was due to the vessel tortuosity. Therefore, the root cause of difficulty inserting pump through introducer issue was a sheath kink due to patients tortuous vessels. As per the clinical details, persistent oozing from the right arteriotomy occurred after inserting the guidewire repositioning unit, requiring manual pressure for successful hemostasis. Therefore, the root cause of the access site bleeding issue was most likely due to lack of vessel recoil onto the sheath.